Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during testing the subject device prior to the unspecified procedure. The user also reported that the video processor which was connected to the subject device was detected the subject device but there was no image. Another camera head same model as the subject device was connected to the same video processor, however there was no failure. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to the service department of olympus europe se & co. Kg (oekg). The service department of oekg checked the subject device for evaluation. A full technical evaluation was completed in accordance with the specification and the subject device was tested. Then no image was shown when the subject device was connected to the video processor. Moreover it was found the camera cable break and the coupler was deformed. Since its image malfunction was occurred, the error e311 which indicates the white balance has not been set was displayed on the monitor during the test. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of service department of olympus europe se & co. Kg (oekg) and it said that the coupler was deformed, omsc determined there was the possibility this phenomenon was attributed to ccd unit failure of the subject device due to a strong impact on the camera head caused by dropping or hitting the camera head. If additional information becomes available, this report will be supplemented.